Manufacturer narrative:
A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release. The returned device was sent to our service centre where it underwent a thorough product evaluation. The power pcb circuit board was found to be defective. If the integrity of the inner tubing is compromised in any way, when the charging port is connected, power does not reach the battery and subsequently the device does not charge (which is why the charging symbol does not light up). This can be caused if the device is damaged. The battery may become overheated if the overall heat of the device is too high. This can be caused by the external temperature, how the device is stored and also the heat produced by the device. The device will still carry out npwt at this temperature but will not charge. To comply with safety regulations this device will fail to charge if it reaches 45°c. The temperature of the device can be reduced by storing it in a cooler place, making sure the device is charged prior to use or locking the screen when charging. The failure mode ¿failure to charge¿ (B)(4) was likely caused by the power pcb board being defective. However, it has not been possible to determine a definitive root cause as it is unknown what has caused the circuit board to become defective. No further actions by smith and nephew are deemed necessary at this stage.

Event description:
It was reported that during treatment the device does not charge while it is outside the housing. Customer has tested different loaders. No patient harm was reported.